Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2007149 d4. Medical device expiration date: 31dec2026 h4. Device manufacture date: 07jan2022; d4. Medical device lot #: 2025239 d4. Medical device expiration date: 31dec2026 h4. Device manufacture date: 25jan2022; h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that thebd safetyglide¿ needle are blocked. The following was recieved by the initial reporter: verbatim: the needles are blocked, unable to push plunger of syringe once needle attached. Several needles are being discarded due to this. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch numbers 2007149 and 2025239. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of these batches. During the history review, one needle lot from batch 2025239 was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.